Event description:
The customer reports there is a suspicion of biofilm on an oes cystonephrofiberscope as two patients were probably contaminated with the device. The customer is sending the device for evaluation. Additional details regarding the patient and reported event have been requested, at this time, no additional information has been provided. The scope has not yet been received for evaluation. Case with patient identifier: (B)(6) reports patient one of two. Case with patient identifier: (B)(6) reports patient two of two.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation (although it is anticipated to be). The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on olympus third-party testing, device evaluation and legal manufacturer's final investigation. The device was evaluated, and no abnormalities were found that could have led to the positive culture. A few non-reportable defects were noted; however, these defects alone are not considered severe enough to cause a potential adverse event. The non-reportable defects are as follows: cementing defect of bending section rubber coating peel off connecting tube buckling of connecting tube knob cracked foggy of cover glass fiber breakings of image guide bundle cover glass scratched . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Although the customer reported a potential contamination of the device, a culture test of the device was performed by a third-party lab (sent by olympus) and no bacteria was detected. Although requested, the facility did not provide additional patient information, nor information regarding their reprocessing process. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to d4. Also, information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.